Manufacturer narrative:
Internal report#: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Customer's mother states that her son feels very tired but states he requires no medical attention. Customer's expected blood results are 145-150mg/dl fasting. Verified the strip expire 09/29/2017. Customer confirms the strips are stored properly, the customer states the strips were first opened (B)(6) 2015. Customer performed a blood test and obtained hi-fasting. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).